Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2015 with the following findings: during a visual inspection of the pump, the battery compartment and cartridge compartment were both observed to be cracked. The returned battery cap and cartridge cap were damaged. The battery cap had damaged threads and was unable to secure on to the pump. A test battery cap was used to complete investigation. The returned cartridge cap had torn rubber at the top of the cap and was able to secure on to the pump. During testing, the display screen was dim and discolored. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump casing was also observed to be cracked in the upper right hand corner of the display area. The audio bolus button cover was torn. The button responded appropriately during testing. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and battery cap, damage to the cartridge compartment and cartridge cap, and a display issue. This report is made based on results of investigation completed on 11/05/2015.